Event description:
It was reported that the patient with this right ventricular (rv) lead was experiencing premature ventricular contraction (pvc). Technical services (ts) explained there was loss of capture (loc) present and high capture thresholds. Ts suggested slowing rate with medication or reprogram. The lead remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).